Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer did not recall any significant events leading to the alarm; she was just sitting at the office. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer already had another insulin pump and was assisted with programming it.